Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse indicated the reported clenz leak issue was resolved by installing new tubing on the mixing chamber module (potentially containing blood and reagent). Fse verified repairs per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for the leak was associated with defective tubing located on the mixing chamber module.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a clens leak in the right side of lh 500 instrument. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No reports of death, injury, or change to patient treatment have been reported in connection with this event.